Event description:
On (B)(6) 2025 the user reported that the ilet displayed a cgm glucose of 44 mg/dl while using the dexcom g7. No hospitalization, outside assistance, or medical intervention was required, and no lasting health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.